Event description:
It has been reported to philips that when the doctor triggered x-ray, the device signaled emergency power and x-ray was not possible. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the issue occurred before a diagnostic procedure. The patient was moved to another room to complete the procedure. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the system log file and results of functional testing indicate a problem with the power inverter (point) of the certeray generator. The power inverter (point) certeray was replaced, and the system was returned to use in good working order. Codes were updated based on the investigation outcome.